Event description:
It was reported the pt ((B)(6)) experienced an increased recharge burden approx four months ago. In addition, the pt is feeling an intense heating sensation at the ipg site when she charges the ipg. The pt is working with her physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. In addition, this ipg serial number was included in two field corrections: 1627487-12192011-001-c and 1627487-07262012-001-c. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.